Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use includes the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a instinct endoscopic hemoclip. As reported to customer relations: "the clip deployed itself once the clip exited the endoscope. Do not know if the clip was left in patient or retrieved. The procedure was completed with another instinct clip with no adverse effects to the patient." Additional information was received on 08/23/2017: the clip prematurely deployed once it exited the endoscope. The clip was loose or off by the time it exited the endoscope. The clip was in the closed position. Additional information was received on 08/24/2017: it is unclear from the customer what happened. I asked specifically [deployment during advancement down the endoscope or deployment after it was extending from the endoscope] and basically was told that the clips came off prematurely. How exactly that happened, that data isn¿t available [premature deployment at unknown location].